Event description:
It was reported that the system would not start, no boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The reported issue is currently under investigation.